Event description:
It was reported that the 840 ventilator failed extended self-testing (est) due to a keyboard malfunction. The ventilator was not in use on a patient at the time of the reported event. A technical support engineer (tse) troubleshot the issue with the customer and recommended replacing the keyboard assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.